Manufacturer narrative:
Investigation summary: the device was returned for analysis. Product analysis was unable to confirm the reported event. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams700 ipp cylinders were visually inspected and leak tested; no leaks were found. The cylinders performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. No leaks were found; the pump performed within specification. The pump was functionally tested and failed the 8lb activation test; therefore required more than 8lbs of force to activate. Product analysis was unable to confirm the reported event. Labeling review: review of the labeling confirmed the reported adverse events of infection are included in the product labeling. Additionally, there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced an replacement of an inflatable penile prosthesis(ipp) due to an infection in the penoscrotal area two weeks after the original implant of the device. The doctor performed a culture study on the infection area and staphylococcus bacteria was detected and the infection continued to progress, therefore a surgery to explant the ipp occurred via the mulcahy technique. The patient is stable.

Event description:
It was reported that the patient experienced an replacement of an inflatable penile prosthesis(ipp) due to an infection in the penoscrotal area two weeks after the original implant of the device. The doctor performed a culture study on the infection area and staphylococcus bacteria was detected and the infection continued to progress, therefore a surgery to explant the ipp occurred via the mulcahy technique. The patient is stable.